Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 600 mcg/ml of clonidine at 240 mcg/day, 1200 mcg/ml of baclofen at 438.3 mcg/day, and 29.400 mg/ml of bupivacaine at 11.760 mg/day via an implantable pump. On (B)(6) 2020, it was reported that, following a pump replacement a few months prior, the had been having some "questionable" withdrawal symptoms. A catheter revision was performed on (B)(6) 2020. When the pocket was opened, there was fluid in the pocket and the catheter connect was loose on the pump. The hcp wanted to observe the pump drip drug directly from the connector on the pump side. The catheter pump connector was ultimately replaced by the hcp. It was also noted that, upon checking the pump logs, that rep saw the patient had a motor stall and recovery on (B)(6) 2020. It was confirmed that an MRI was done on that date, though the rep was unsure why the MRI was done. The patient's pump dosing did not change following the catheter revision. Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2020. It was reported that the motor stall that occurred on (B)(6) 2020 was resolved within 2 hours and it was confirmed that the reason for the MRI was not related to the device, though the reason was not known. The cause of the loose connection to the pump was not known. The patient's symptoms were resolved.